Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the patient's mom/reporter claimed that the patient developed hypoglycemia resulting in a seizure. The patient's doctor recommended for the insulin pump to be replaced due to a possible over-delivery of insulin issue. No further information could be gathered as the reporter could not be reached. This complaint is being reported because the reporter claimed that the patient developed symptoms that can be associated with hypoglycemia while using the animas insulin pump.